Manufacturer narrative:
: It was inadvertently documented in the initial medwatch report that the device had a damaged hose. Additionally, it was inadvertently omitted in the initial medwatch report that the gear of the device had blood, the initial test could not be carried out constantly, the device did not function and could not be repaired. During further evaluation, it was observed that the gearbox was blocked, the electronic control unit (ecu) was defective and the trigger was sticky, the gearbox was blocked due to the debris inside, the ecu was defective and the handpiece had no function and absolutely motion. The root cause for the sticky trigger was debris found inside of the handpiece which was determined to be due to improper reprocessing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device is being returned for further investigation. Once the investigation has been completed, a supplemental medwatch will be submitted. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery reamer device control unit did not function. It was further determined that the device failed pretest for check power at the motor with test bench minute 190 to 250 watt, functional test and trigger test. It was noted in the service order that the device had a damaged hose. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.